Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility biomedical technician (biomed) reported to technical support (ts) that a fresenius 2008t hemodialysis (hd) machine removed too much fluid from a patient. During set-up, it was reported that the staff input the wrong ultrafiltration (uf) goal. The staff set the uf goal to 4,500 ml, with a uf rate (ufr) of 1,070 ml/hour. The uf goal should have been set to 500 ml. Approximately 8-minutes into the 4-hour scheduled treatment, they realized they made a mistake and adjusted the goal to 500 ml. However, at the end of the treatment the total uf removed was 1,500 ml, with a ufr of 300 ml/hour. The correct amount of fluid was not removed during the treatment. However, it was confirmed the patient completed their treatment without any machine alarms. After the uf goal was adjusted from 4,500 to 500, the up/down arrow keys were not used or touched. The patient did not have any complaints or symptoms during or after the treatment; there were no adverse effects experienced as a result of the reported event. No medical intervention was needed, and no medication or extra treatment was given to the patient. As a precaution, the patient was administered a 500 ml bolus of normal saline (ns) as part of a standing order. The patient¿s doctor was consulted to see if any further action was needed. The doctor asserted that no further action was required provided that the patient¿s blood pressure was normal, which it was. The patient¿s pre-treatment and post-treatment weights were 84.4 kg and 83.1 kg, respectively. Reportedly, the patient is continuing regular hemodialysis (hd) treatments without any further problems. Following the treatment, the machine was pulled from service for evaluation. The biomed confirmed the uf pump was calibrated correctly. The biomed put the machine through 4 simulated treatments, 3 of which were performed using settings identical to what was used for the patient¿s treatment. No issues were encountered during the simulated treatments. The machine did not require any repair work and was subsequently returned to service. At the time of follow up, it was confirmed there had been no further issues with the machine.